Manufacturer narrative:
The evaluation pending.

Event description:
As reported, this event was reported as part of anther event. This complaint represents revision #1 completed on (B)(6) 2019. The initial implant date: unknown. The reason was not reported, and no other information is available.

Manufacturer narrative:
Section h10: (h3) the evaluation of the revision based on was likely the result of an insufficient bond between the implant and the bone, which led to aseptic (non-infected) loosening. However, this cannot be confirmed since the devices were not returned for evaluation.